Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient underwent an implantable cardiac resynchronization therapy defibrillator (crt-d) replacement procedure due to normal battery depletion. This new replacement device was connected to two of the system's lead, but the physician experienced difficulty when attempting to connect the right ventricular (rv) lead into the header port. The lead was cleaned multiple times, but the insertion difficulty remained. The system sensing was analyzed and it showed high, out-of-range (>3000 ohms) pacing impedance from the rv lead. The physician did not experience any difficulty re-inserting the rv lead into the previous device. It was hypothesized that this device's header was damaged, which resulted in the insertion difficulty and out-of-range impedance. The physician elected to exchange this device with another replacement crt-d to resolve the event. The newly implanted crt-d showed in-range, stable impedance measurements and had no connection difficulties with the rv lead. No adverse patient effects were reported and the crt-d with suspected header damage was returned for analysis.

Event description:
It was reported that this patient underwent an implantable cardiac resynchronization therapy defibrillator (crt-d) replacement procedure due to normal battery depletion. This new replacement device was connected to two of the system's lead, but the physician experienced difficulty when attempting to connect the right ventricular (rv) lead into the header port. The lead was cleaned multiple times, but the insertion difficulty remained. The system sensing was analyzed and it showed high, out-of-range (>3000 ohms) pacing impedance from the rv lead. The physician did not experience any difficulty re-inserting the rv lead into the previous device. It was hypothesized that this device's header was damaged, which resulted in the insertion difficulty and out-of-range impedance. The physician elected to exchange this device with another replacement crt-d to resolve the event. The newly implanted crt-d showed in-range, stable impedance measurements and had no connection difficulties with the rv lead. No adverse patient effects were reported and the crt-d with suspected header damage is expected to be returned for analysis, but has not yet been received.